Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous anterior tibial artery. The 2.0 x 40 coyote es mr balloon catheter was inflated and ruptured at 10atms on the 1st inflation. The procedure was completed with a 2.0x40mm non-bsc balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous anterior tibial artery. The 2.0 x 40 coyote es mr balloon catheter was inflated and ruptured at 10atms on the 1st inflation. The procedure was completed with a 2.0x40mm non-bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 3.5 mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).